Event description:
It was reported that an x-ray and fluoroscopy was performed on the right atrial (ra) lead. Clinical observations found that there was insulation damage and the lead conductor was fractured. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.